Manufacturer narrative:
The sample was not returned for evaluation and the lot number was not reported. Lung placement is a known risk of any nasogastric tube placement procedure. Tube placement is based on the clinician and patient not the tube itself.

Event description:
A styleted anti-IV nasogastric tube was placed in a newborn resulting in a lung placement. The lung placement resulted in a pneumothorax and a chest tube was required to decompress.